Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having issues with the sensor not communicating properly with the insulin pump. The customer mentioned being under pneumonia medication. Troubleshooting was performed, and the caller stated that the device had a lot of scratches and dents near the bottom of the device, and it's flat. During the call, found that the customer fell. No further information was provided.